Manufacturer narrative:
Medical devices: dtba1d1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and back pain that occurred with each pacing impulse due to the left ventricular (lv) lead. It was noted that the lv lead threshold increased to high values. The configuration was reprogrammed to another vector with lv capture at a lower output, but there was still diaphragmatic stimulation. The patient could still feel the stimulation slightly, but it was the only other option because the other vectors had no capture. The lv lead remains in use. No further patient complications have been reported as a result of this event.